Event description:
The complaint was received from edwards on behalf of stirling royal infirmary and refers to an incident involving accusol ((B)(4)) on batch number 08g08g70. Precipitation was found in the predilution lines, treatment was stopped and the blood was not returned to the patient. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample received and complaint confirmed. Sample sent to (B)(4) for further evaluation. Caution in-use notification letter issued, which has been placed on all accusol product by relevent hospitals/centres. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).